Manufacturer narrative:
Results: the report of invalid impedance from the field was confirmed; there was a kink in the lead body with multiple broken wires. The fractures corresponded to the distal end of a lab swift-lock anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was without stimulation. Diagnostic testing revealed invalid impedance readings (range of 12,000 ¿ 24,000 ohms). It was also reported the lead had a "kink " above the proximal end of the swift lock anchor. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the lead was explanted and replaced which resolved the reported issue. Please note: the concomitant medical products are unknown

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.